Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after the software maintenance release (smr) update of the backup controller, controller was exchanged as a primary controller but pump did not start the pump. The controller was tested again with the mock loop without success. The site decided to exchange the controller.&#2068;here was no effect on the patient.&#2062;o further information was provided.

Manufacturer narrative:
The reported failure of the returned controller, (B)(4), to start the pump was confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual examination but failed functional testing as it was unable to start the motor fixture and alarmed for "vad stopped, connect a driveline". Internal visual inspection revealed that the driveline cable was not securely connected to a printed circuit board. After the motor cable was properly connected, the controller was able to drive a test bed motor fixture without alarm. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The most likely root cause of the controller's reported failure to start a pump can be attributed to improper assembly. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.